Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived on site to address the reported event. Inspection of the device found the large syringe locking screw to be loose resulting in poor aspiration and delivery of the buffer and sample. Fse secured the locking screw. The customer was subsequently able to run controls and samples normally. No further action was required by field service. The most probable cause of the reported event was due to a loose large syringe locking screw.

Event description:
On (B)(6) 2017, the customer reported low total areas on all patient samples with their g8 analyzer. Inspection of the device revealed no obstruction of the waste line and normal hemolysis wash. The customer stated that she would replace the sample needle and call technical support (ts) back with the results. Later, the customer called to report that she was now getting no peaks after replacing the sample needle. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.